Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an ablation procedure using an 8.5f sheath. Reportedly, no suture was attached to the needles when the plunger of the prostyle device was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Indication for use was added as the pre-close technique was not used when closing with a sheath greater than 8f.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The electronic prostyle instructions for use (eifu), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the eifu deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.